Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead alerted for a low rv tip to rv coil impedance. Follow up with the physician's office indicated that the patient is scheduled to have the lead replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory also indicated there was no pacing capture in the right ventricle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had high thresholds and no capture at maximum output. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. If information is provided in the future, a supplemental report will be issued.